Manufacturer narrative:
The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymphoma in breasts."

Event description:
Patient reported left side "have lymphoma in breasts and have been seeing an oncologist for several years now." Pathological markers confirming alcl have not been received. Manufacturer of device is unknown. Device remains implanted.